Event description:
Customer contacted beckman coulter inc. (Bci) regarding consistently high hemoglobin (hgb) and low platelet (plt) results generated by the coulter lh 750 analyzer. The initial patient hgb patient results were in the range 9.5 - 17.3g/dl and upon repeat on a different instrument, they were in the range 8.9 - 16.6g/dl. The initial plt results were in the range 85 - 410x10^3cells/ul and upon repeat, they were in the range of 87 - 425x10^3cells/ul. The erroneous results were reported outside of the laboratory. There was no affect to patient treatment as a result of this event.

Manufacturer narrative:
Qc is run every eight hours and was within specifications before the event. The instrument is currently performing within qc specifications. A field service engineer (fse) was on-site (B)(6) 2009. Fse performed investigation of instrument function and then replaced some hardware. Although hardware issues may have contributed to this event, a clear root cause for this event has not been identified to date. A malfunction will be assumed for the purpose of this report.